Event description:
It was reported that during a hemorrhoidectomy procedure, there was a complication with the device, resulting in the patient needing a colostomy.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information the surgeon reported on (B)(6), that he performed all recommended procedural steps except he cannot confirm how many times he turned the knob to open the device after firing. He confirmed that he removed the anoscope and reinserted while he created the purse string. When he fired the instrument, no unusual/strange noises were heard. The washer made the usual crunch noise upon firing. The specimen/donut was approx 2-3mm and seemed appropriate for the case. The donut was sent to pathology and currently waiting to hear what tissue was exactly transected (mucosa, submucosa and muscle). After the stapler was removed, the staple line was checked, and no staples were found. All that was seen is the tissue edge of the distal transection line. It wasn't bleeding, but the proximal transection line was nowhere to be found and there was a gap in the bowel lining where the donut had been removed. The colostomy was recommended because even a partial opening in the bowel wall can cause problems like infection and other complications. The colostomy is not permanent and will be reversed. The surgeon is waiting to hear from pathology about what tissue was involved in the donut, and he plans to place a scope through the colostomy to see if he can find the proximal transection line. The surgeon said the patient had significant prolapse, but said that is usually a good indication that the pph procedure is appropriate. He has performed approximately 30 pph procedures in total.

Manufacturer narrative:
(B)(4). Three devices were returned and analyzed. Device a was returned with the breakaway washer present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Device b and c were returned sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The devices were tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.